Event description:
Device 2 of 2. Reference MFR. Report:1627487-2016-01959. Additional information received identified the scs leads were explanted and replaced. Effective stimulation was restored following the procedure.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device 2 of 2 reference MFR. Report:1627487-2016-01959. The patient reported no longer receiving stimulation as she was experiencing auto-reduction. Diagnostics revealed impedance issues for the scs lead(s). Surgical intervention may be taken at a later date to address the issue.